Manufacturer narrative:
Final analysis found a defective ac power adapter which resulted in power up anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's transmitter had no power and exhibited a burning smell coming from the power adaptor. The transmitter was replaced. No patient consequences were reported.